Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they haven't been able to charge the ins for several months. Patient said they received a new recharger but the implant won't charge since the received the new rtm cord. Patient mentioned they had an [unrelated' quadruple bypass and they pulled on them a lot and they are thinking the leads might have come loose. Patient stated they had the devices turned off for a while. Patient state they were going to start using the therapy again. Patient stated they haven't used the implant in 2025 at all because they just couldn't. Patient confirmed the controller was charged up and when they plugged the controller into the ac power supply. All night and the green light was solid on the controller. Patient stated they continue to get the no device found message with and without the rtm cord. Patient service asked patient to inspect the controller port for damage and patient said there is no visible damage to the port. Pati ent plugged the recharging antenna into the controller and confirmed the cord was plugged in firm and tight. Controller shows the passive recharge screen. Agent reviewed meaning and process of passive recharge screens and recommend patient monitor and call back for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted:(B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 01-nov-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 01-nov-2023, UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.